Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were inserted into a patient for endovascular treatment of an abdominal aortic aneurysm in 1999. The patient has a history of steroid dependency, chronic obstructive pulmonary disease, basal cell carcinoma of the nose, shingles, and benign prostatic hyperplasia. A computerized tomography (CT) scan performed in 2001 demonstrated an increase in aneurysm diameter to 5.5 cm. On the following month, the patient presented to the emergency department with complaints of abdominal pain with alternating constipation and diarrhea. A CT scan performed in the emergency department demonstrated an increase in the size of the aneurysm to 8 cm with the possibility of a contained aneurysm rupture. The aneurysm wall had thickened with enhancement with free air bubbles suggestive of a mycotic infection. Blood cultures were positive for infection. On the same month, the stent graft system was explanted. There was pus noted in the aneurysm sac. There was no evidence of thrombosis, hyperplasia or pseudoaneurysm. The device had average attachment with moderate tissue incorporation proximally and at the iliac legs, and weak attachment with no tissue incorporation at the aneurysm body. No additional clinical sequelae were reported, and the patient is reported to be fine. Medtronic ave has received the explanted stent graft, and its analysis is pending.